Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400 to 500 mg/dl during normal use. Troubleshooting found that the customer changed out the infusion set and reservoir and treated with a manual injection. Customer declined high blood glucose troubleshooting. No further details provided.